Event description:
It was originally reported that the stimulation was intermittent. It was noted that the lights on the back of the patient programmer were blinking. Patient was at home in fair condition. Additional information received reported that the lead impedance measurements were greater than 4,000 ohms on all of the bipolar pairs. The battery measured 3.0 with less than 20%. Additional information has been requested.

Manufacturer narrative:
(B)(4).